Event description:
The customer contact reported a bent ground prong. The device was returned to the biomedical engineering department with an unsigned note that stated, "ground lug bent." No tracking information was provided; therefore, specific pt information, device programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).